Event description:
Additional information was received indicating additional episodes of noise was noted on the right atrial (ra) lead resulting in inappropriate mode switching occurred following the reprogramming of the device. Provocative testing was performed and the noise was unable to be reproduced. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information received indicating the device was reprogrammed to resolve the event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow up, undersensing and noise resulting in oversensing were noted on the right atrial (ra) lead. The noise was suspected to be the result of non-confirmed lead damaged. No intervention has been performed. The patient was in stable condition.